Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump almost killed her. Customer indicated that years ago, she was in the hospital for 3 days for an insulin overdose. Customer declined to provide information regarding the hospitalization as she does not remember. No further information was given.